Event description:
#Medwatcher #(B)(4). I have gained 45 lbs been dx with depression, anxiety also peri menopause, hot flashes.

Event description:
#Medwatcher #followup2 #fdamw5040138 #(B)(4) also leg swelling, constantly tired, I keep getting random sharp pains in my abdomen and sharp pains straight up my vagina, constant cramping with my period and most of the month.

Event description:
#Medwatcher #followup1 #fdamw5040138 #(B)(4) on (B)(6) I am scheduled for a hysterectomy to be done. The doctor feels this is the best way to get these out.